Event description:
It was reported by our (B)(6) affiliate that during the preparation of a 14fr sheath, a leak was noticed at the hemostatic valve of the sheath during flushing. Another sheath was taken and the procedure continued successfully.

Manufacturer narrative:
The device was returned for evaluation. Functional testing was performed prior to the decontamination process to flush the returned sheath with fluid. A slight leak was observed from the proximal end of the sheath housing on the returned device. The device was visually inspected after the observed leak. The distal end of the duckbill valve, as viewed through the sheath shaft, was observed to be slightly open. When the device was visually inspected after decontamination, the distal end of the duckbill valve was observed to be closed. Functional testing was performed after the decontamination process and the returned sheath was flushed again with fluid. No leaks were observed and the issue could not be recreated after decontamination. Hemostasis testing was performed to assess if the returned sheath would leak when subjected to clinical conditions. The sheath was tested both without devices inserted and with a 0.035¿ guidewire inserted. In both configurations the sheath did not leak. Since the valve is made of an elastic silicone material, it is possible that the application of pressure and vacuum while flushing the device during decontamination may have caused the valve to shift and assume a permanent closed position. Hemostasis testing supports that the device functions as intended when subjected to clinical conditions. Since the application of pressure and vacuum during the decontamination process caused the valve to shift and close, it is possible that the application of pressure and vacuum during flushing at the complaint site caused the valve to open. However, an exact root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The complaint device [edwards expandable introducer sheath set, model 9610es14 and lot# 60015831] is not sold or marketed in the us; however it is deemed similar to the commercially available edwards expandable introducer sheath sets [916es23, 918es26 and 916es29]. The device has been returned to edwards lifesciences for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.